Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned for evaluation. On the basis of the images provided, the reported stent fracture could be confirmed. Due to the poor resolution of the images, the stent fracture type could not be determined. The reported in-stent re-occlusion could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or a challenging stent placement site may be contributing factors to this type of event. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. In this case, the lesion had been pre-dilated. Furthermore, it was reported that the stent could be deployed without difficulty. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Also the IFU indicates that arterial occlusion/restenosis of a treated vessel is an adverse event that may occur. Furthermore, the IFU sufficiently describes the correct application of the device and the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. (B)(4).

Event description:
It was reported that nine months post successful implantation of two vascular stents (size 5 x 150 mm and 5 x 170 mm) with an overlap of 1.5 cm for treatment of an occlusion in the sfa (from the hunter's channel to the ostial sfa), the patient represented to hospital complaining about claudication. Both stents were found to be reoccluded and in addition, the 5 x 170 stent was found to be fractured. A balloon dilation with two balloon catheters (size 4 x 120 mm and 5 x 120 mm) was performed for patient treatment with good results. This record covers the 5 x 170 stent. This is the same patient as reported in medwatch report # 9681442-2016-00316.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that nine months post successful implantation of two vascular stents (size 5 x 150 mm and 5 x 170 mm) with an overlap of 1.5 cm for treatment of an occlusion in the sfa (from the hunter's channel to the ostial sfa), the patient represented to hospital complaining about claudication. Both stents were found to be reoccluded and in addition, the 5 x 170 stent was found to be fractured. A balloon dilation with two balloon catheters (size 4 x 120 mm and 5 x 120 mm) was performed for patient treatment with good results. This record covers the 5 x 170 stent. This is the same patient as reported in medwatch report # 9681442-2016-00316.